Manufacturer narrative:
Device evaluation: two devices were returned for evaluation. Sample one had no ts or suture attached. Actuator is in the t2 post deployment position indicating a complete deployment. Sample two t1 is free from the insertion needle but remains attached to the suture. T2 is in its normal pre-deployment position on the needle. Devices were not returned in the condition of the reported complaint of t2 non-deployment. No root cause related to the manufacture of the devices could be established. No further investigation is warranted at this time. (B)(4).)

Event description:
The second anchor would not deploy on two fast fix devices. The first implant was on the outside of the capsule and the surgeon cut the suture. T1 was left in the patient unsupported.